Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately low compared to a lab calibrated device. The reporter did not specify the results obtained on either device or the time difference between tests. This complaint is being reported because the reported issue was not resolved with troubleshooting.